Manufacturer narrative:
E1: phone number: (B)(6). H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, three, cook bakri postpartum balloons with rapid instillation components were attempted to be used to treat severe postpartum hemorrhage [pph]; secondary to suspected placenta accreta. The first device, from a lot number different than the reported lot number, was "set to low and was not positioned correctly." (There is no reported device malfunction at this time). The device was replaced with a second device and the balloon was punctured and leaking at the base of the balloon. A third device was used and the balloon was also punctured and leaking at the base of the balloon. A fourth balloon from another manufacturer was able to be placed successfully. "Long forceps (pliers without hook or point) was used to "assemble" and guide the balloon. At least 1l of blood loss occurred before device failures and an additional 800ml of blood was lost after the device failures, for a total blood loss of 1,800ml. The patient received two units of red blood cells (rbcs) during the hemorrhage. The patient was transferred to another hospital and received an additional two units of rbcs during transfer.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: d9 investigation ¿ evaluation it was reported, three, cook bakri postpartum balloons with rapid instillation components were attempted to be used to treat severe postpartum hemorrhage [pph]; secondary to suspected placenta accreta. The first device, from a lot number different than the reported lot number, was "set to low and was not positioned correctly." (There is no reported device malfunction at this time). The device was replaced with a second device and the balloon was punctured and leaking at the base of the balloon. A third device was used and the balloon was also punctured and leaking at the base of the balloon. A fourth balloon from another manufacturer was able to be placed successfully. "Long forceps (pliers without hook or point) was used to "assemble" and guide the balloon. At least 1l of blood loss occurred before device failures and an additional 800ml of blood was lost after the device failures, for a total blood loss of 1,800ml. The patient received two units of red blood cells (rbcs) during the hemorrhage. The patient was transferred to another hospital and received an additional two units of rbcs during transfer. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. The complaint device was not returned; therefore, no functional testing or visual inspections could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed no relevant non-conformances. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Based on this information, the device was manufactured to specification. There is no evidence of nonconforming material in house or in the field. Cook also reviewed product labeling. The IFU [t_j-sosr_rev4] packaged with the device contains the following in relation to the reported failure mode: "how supplied upon removal from the package, inspect the product to ensure no damage has occurred." Based upon the available information, no product returned, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.